Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: delamination in the diaphragm valve crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify delamination, broken sharp in the fill channel and missing the fill channel. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. Missing fill channel assessed as to inconclusive. Broken sharp in the fill channel. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.